Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed accuracy by +9.45%. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and at least one or more test was outside the pump's delivery accuracy manufacturing specifications. The investigation determined that the expulsor being slightly out of mechanical specification was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was trimmed to bring delivery into the more nominal of a range.